Manufacturer narrative:
The biopsy needle returned by the customer functioned as intended and no anomalies were identified with the following exception: the proximal end of the stylet was missing a notch, added to improve the holding capacity of the hub. Without the presence of this notch, data indicates, the holding capacity is still within spec, and the product should operate as intended. We were unable to reproduce the complaint as filed by the customer, and our records show no abnormalities associated with this product lot. There have been no similar complaints in the 3 years prior to this incident. Due to the above, we consider this an isolated incident. As a pro-active measure, a 100% visual inspection has been added to the molding process immediately prior to molding to ensure every needle is molded with a notch present.